Event description:
It was reported through clinic notes received on (B)(4) 2012 that the patient had an increase in depression starting in (B)(6) 2011. The notes reported that the patient had a two week period of intensification of depressive symptoms. The patient continued to be despondent at a follow up visit on (B)(6) 2011. At that time her vns output current was increased from 2.0ma to 2.25ma. In (B)(6) 2011, it was noted that she continued to have a breakthrough of depressive symptoms. On (B)(6) 2011 the output was increased to 2.5ma. On (B)(6) 2011, it was noted that the increased settings did not help with her despondence and were causing her discomfort so it was again adjusted back to 2.25ma. By (B)(6) 2011, the patient reported an improvement in her mood. Follow-up was performed with the treating physician who indicated that he was unable to provide an assessment on this relationship between the increase in depression and vns. He was unable to say if it was related to vns or not, but did indicate that currently the patient's depression is stable and is overall much better than prior to vns. He attributes this to the vns as well as the patient's medications. No further information was provided.